Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a neurovascular surgical procedure was performed on a patient with ninety percent stenosis in right mca (middle carotid artery). Initially a guidewire was delivered to pass the target lesion and then the target lesion was dilated using a balloon. Later a microcatheter was advanced along with the guidewire to reach the distal of the target lesion and then prepared to deploy the subject stent. During delivery the subject stent encountered resistance advancing through the microcatheter. The subject stent was retrieved and tried again but resistance was still encountered. When the operator tried to withdraw the subject stent again, this time the subject stent could not be retracted. When the operator checked under dsa it was found that the subject stent was stuck in microcatheter at the anatomical location of tail of ica (internal carotid artery) and hence the subject stent was not able to reach the target lesion. When changed to another view, it was found that the tip of the subject stent was deployed. The operator withdrew the subject stent along with the microcatheter and the guidewire out of patient's body and found the subject stent had perforated the tip of microcatheter, hence the tip of the subject stent was deployed out of microcatheter and the rest of the part was still stuck inside the lumen of microcatheter. The subject stent, guide wire and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that a neurovascular surgical procedure was performed on a patient with ninety percent stenosis in right mca (middle carotid artery). Initially a guidewire was delivered to pass the target lesion and then the target lesion was dilated using a balloon. Later a microcatheter was advanced along with the guidewire to reach the distal of the target lesion and then prepared to deploy the subject stent. During delivery the subject stent encountered resistance advancing through the microcatheter. The subject stent was retrieved and tried again but resistance was still encountered. When the operator tried to withdraw the subject stent again, this time the subject stent could not be retracted. When the operator checked under dsa it was found that the subject stent was stuck in microcatheter at the anatomical location of tail of ica (internal carotid artery) and hence the subject stent was not able to reach the target lesion. When changed to another view, it was found that the tip of the subject stent was deployed. The operator withdrew the subject stent along with the microcatheter and the guidewire out of patient's body and found the subject stent had perforated the tip of microcatheter, hence the tip of the subject stent was deployed out of microcatheter and the rest of the part was still stuck inside the lumen of microcatheter. The subject stent, guide wire and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Visual/microscopic inspection: the device was returned together with microcatheter. The catheter was found to be damaged/punctured by sdw. The proximal end of the stent was found to be deformed. The distal end of the stent was found to be deformed. The sdw was found to be broken/fractured. Functional inspection: device interaction with another device functional test ¿ confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter functional test ¿ fail. The sdw and stent punctured through the catheter and stuck, the stent could not be pulled back. The tip of the catheter was cut to deploy the stent. Stent deployed prematurely during use ¿ not confirmed during visual inspection. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The stent delivery system was flushed with saline prior to use and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as 'severely tortuous' and this may have contributed to this complaint event. The introducer sheath was being used with an microcatheter hub and the rhv was reported to be correctly adjusted to allow insertion/advancement of the stent delivery system. The issue was noted when 'prepared to deploy the stent. Flushed and delivered it normally but during delivery resistance was encountered in lumen of microcatheter. Withdrew it and tried again but resistance was still encountered. Then tried to withdraw again but the stent could not be retracted and then under dsa it was found that the stent was stuck in microcatheter at the position of tail of ica. Changed to another view to find the tip of the stent was deployed. Withdrew the whole system together with the microcatheter out of patient's body and found the stent perforated the tip of microcatheter so the tip was deployed out of microcatheter and the rest of the part was still stuck inside the lumen of microcatheter'. The event description suggests that the stent may have been intended to be used in a stenosis case which is not recommended. In fact, the gfe questions report that the percentage stenosis at the region was (B)(4). The dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". It is reported that the stent experienced friction when moving the system over the guidewire. Per warning in the dfu 'if excessive resistance is encountered during the use of the stent system or any of its components at any time during the procedure, discontinue use of the stent system. Continuing to move the stent system against resistance may result in damage to the vessel or a system component'. The stent was returned for analysis partially deployed through the side wall at the distal section of a microcatheter. Once removed from the microcatheter (tip of microcatheter needed to be cut as stent could not be advanced or retracted) the deployed stent was damaged at both the proximal and distal ends. The sdw was returned also punctured through the side wall at the distal section of a microcatheter. Once removed it was noted that the sdw was broken/fractured. The introducer sheath was not returned for analysis. The as reported codes 'device interaction with another device', 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' as well as the as analyzed codes 'sdw broken/fractured during use' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.